Manufacturer narrative:
A complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at connector pin region and the helix was stretched. Due to the damage found the helix mechanism test was unable to be performed. The reported events of impedance problem, failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine check with bradycardic symptoms. It was noted that the right ventricular lead was dislodged due to twiddler¿s. Impedance was noted to have fluctuated and capture threshold and sensing was not measurable. The lead was explanted and replaced. The patient was stable.